Event description:
Related manufacturer reference numbers: 2017865-2022-08444, related manufacturer reference numbers: 2017865-2022-08445. It was reported that the patient present in hospital with hematoma noted around the implantable cardioverter defibrillator (ICD) pocket site. Upon interrogation, it was found that the right ventricular (rv) lead and the left ventricular (lv) lead both exhibited high capture threshold. The ICD was explanted and replaced. No intervention was performed for the rv lead and lv lead. Patient condition was stable.

Manufacturer narrative:
The device above the elective replacement indicator (eri) was returned in one piece for analysis. Longevity analysis, telemetry, impedance, sensing, pacing, and high voltage (hv) output testing were normal with no anomalies found.